Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and cracked battery compartment. This report is made based on the results of an investigation completed on 01/19/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/19/2015 with the following findings: the pump is delivering as intended. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Display screen has a pinkish contrast. Battery compartment is cracked between bumper pad and cover. Cartridge cap was not returned. Test cartridge cap and returned battery cap used to complete testing. The last basal delivery was on (B)(6) 2014 at 16:09. Pump was manually suspended on (B)(6) 2014 at 16:12; deliveries were never resumed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).